Event description:
Note: event date is unk. On may 22, 2008, a boston scientific employee became aware of a clinical study article, "wallflex colonic stent placement for mgmt of malignant colonic obstruction: a prospective study at two centers", published in gastrointestinal endoscopy 67:2008, pp77-84 (see attached). The study evaluated the effectiveness and safety of the wallflex stent in treating malignant colon obstruction. The following info was derived from this article: pts in the bridge-to-surgery group experienced postoperative complication of wound infection. The wound infection was treated with local and systemic antibiotics and resolved within 20 days. The clinical course after stent placement, including preoperative bowel preparation, was otherwise uneventful, and no clear relationship between the sems and the postoperative complications could be discerned.

Manufacturer narrative:
The device MFR date is unk since the upn and lot number were not ascertainable from the complainant. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The may 2008, 15-month wallflex enteral colonic stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.